Event description:
It was reported by sales rep that allegedly upon insertion into shoulder, the electrode came off at the distal end. This happened only once during a shoulder arthroscopy procedure. They had to first search for the electrode and then they were able to use another item. After the time delay, the procedure was completed successfully.

Manufacturer narrative:
Additional info will be provided once investigation is completed.